Event description:
During a patient examination, while the patient was standing on the foot support, there was a sharp crack heard and the foot support tilted forward with the patient on it. The patient did not fall and was not injured because of this incident. The service engineer inspected the foot support and found it to be damaged.

Manufacturer narrative:
Initial corrective actions-preventive by manufacturer: the foot support was replaced at the affected site. Manufacturer's preliminary analysis: the cause for the issue has not yet been determined. The investigation is ongoing. A supplemental report will be submitted if additional information is received upon completion of the investigation.

Manufacturer narrative:
H10 manufacturer narrative: siemens healthcare investigated the reported issue in detail. It was initially reported that during a patient examination, while the patient was standing on the foot support, there was a sharp crack heard and the foot support tilted forward with the patient on it. The patient did not fall and was not injured because of the issue. The service engineer inspected the foot support and found it to be damaged. The affected foot support was requested by the manufacturer for further investigation. Unfortunately, due to an incorrect assignment, the part had already been scrapped before it could be fully evaluated by siemens. Therefore, the analysis of the described issue was based on the provided information and images of the affected parts. The investigation confirmed that the plastic guiding part of the foot support was broken. However, this part does not affect the safe attachment of the footrest. It only serves to provide better guidance when attaching the foot support. The image shows that the guiding part was bent downwards and therefore, could not hinder the attachment of the foot support. The broken guiding part was replaced on site. The image of the tabletop shows burrs and enlargement of the detent due to wear. The burrs also have no impact on the safe attachment of the foot support. A wear-related enlargement of the detent on the tabletop only increases the play of the footrest when it is engaged. The footrest cannot fall off due to enlarged detents. Based on the available information and the experience of the product experts, it is assumed that the detachment of the foot support was due to improper use or incorrect mounting. If the footrest is not properly attached, it may become detached during patient operation. The description of the event as tilting of the foot support could not be confirmed during investigation. There is no known case of a tilting foot support. According to the service organization, the defective foot support was replaced on site. The holes for the foot support were deburred on the tabletop. It was confirmed that the new foot support could be attached and removed smoothly. The spare part consumption of the replaced parts (guiding part, material number 7094597 and foot support 230kg, material number 8893385) shows values below the defined threshold. In general, it is recommended to check the foot support again before each use to ensure that it is properly attached. The correct attachment of the foot support is described in the user manual (see (B)(4) chapter 8 ¿accessories and auxiliary devices¿ on page 28/29 ¿ footrest). To further improve the understanding of how to use the foot support, the description in the operator manual has been updated with additional details and illustrations on how to securely attach the foot support. The improved operator manual is available since cw 03/2023. For the installed base, an addendum for the improved understanding of the handling of the footrest has been distributed to all potentially affected customers on december 9, 2022, via csan ui xp051/22/s, res# (B)(4). This complaint has been closed. H5: device is not labeled for single use. This field should have been checked "no" in the initial report submitted to the FDA on december 1, 2022.